Manufacturer narrative:
Citation: v. Auffret et al, "temporal trends in transcatheter aortic valve replacement in france france 2 to france tavi", j am coll cardiol 2017;70:42¿55. Doi: http://dx.doi.org/10.1016/j.jacc.2017.04.053 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding temporal trends in transcatheter aortic valve replacement in france - france 2 to france tavi. All data were collected from multiple centers between january 2013 and december 2015 for france tavi registry, and january 2010 to january 2012 for france 2 registry. The study's population included 16 ,969 patients (predominantly female, mean age 85 years), 5,871 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients death/mortality was noted, however based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: annulus rupture, aortic dissection, valve migration, tamponade, stroke, myocardial infarction, permanent pacemaker implant, pulmonary embolism, renal failure/dialysis, moderate or severe aortic regurgitation (ar), moderate or severe mitral regurgitation (mr), and moderate or severe paravalvular leak (pvl). Based on the available information, these events may have been attributed to medtronic product.